Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using dade innovin reagent. At 2:00 pm, the result from the laboratory was 1.9 inr. At 2:30 pm, the result from the meter was 2.5 inr. The customer's coumadin was increased for one day. On (B)(6) 2018 at 1:40 pm, the result from the meter was 3.1 inr. At 2:30 pm, the result from the laboratory was 2.0 inr. There was no allegation of an adverse event. The therapeutic range was 2.0 to 3.0 inr. The customer was not anemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no new medications, no change in diet, no illnesses, and no unusual bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips (lot 345213) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.